Event description:
It was reported that the atrial lead had no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154vwc ICD, implanted: (B)(6) 2009; 5054-58 lead, implanted (B)(6) 2002; 6947 lead, (B)(6) 2009. (B)(4).